Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney, medical records and product ID page: on (B)(6) 2008 the patient was diagnosed with apical vaginal vault prolapse, stress urinary incontinence. Pelvic relaxation and underwent a laparoscopic vaginal sacrocolpopexy with implant of a bard/davol 3dmax, right large mesh, a transobturator tape procedure with implant of a non davol "align" sling followed by cystoscopy. Per the operative report details, "the bard graft (3dmax) was fashioned in the appropriate configuration and inserted into the abd cavity. The permanent stitches were placed from the patient's left side to the patient's right side because the uterosacral ligaments were obliterated and could not be located. Approx 5 stitches were placed into the vaginal apex and through the graft and tied down with extracorporeal knot-tying. The graft (3dmax) was then maneuvered over the sacral promontory. It was made certain that there was no bowel between the graft and the sacral promontory." Attorney alleges unspecified adverse patient outcomes associated with use of device.